Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of 36 mg/dl, cause was due to the sensor coming because of poor patch adhesion. Customer addressed low bg level by drinking juice and eating carbohydrates. It was reported that the customer bit their tongue due to convulsing. Customer continued to use the pump for insulin therapy.